Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 400mg/dl. Customer other blood glucose value was 300 mg/dl. Customer also reported that they had insulin flow block alarm which was resolved by complete set change . Customer declined the troubleshooting for high blood glucose value. The customer was treated with manual injection. The device will not be returned for analysis.